Manufacturer narrative:
A field service engineer (fse) was dispatched. The fse performed decontamination on the instrument to resolve the problem. He found no evidence of a leak. Upon recur, the failure mode identified (contamination in the instrument) could cause erroneous results for all parameters depending on the severity of the contamination. (B)(4).

Event description:
A customer reported around 5 drops of clear fluid leaked from the probe on their act-diff instrument, onto the counter. The customer also reported failing platelets (plt) on "startup". No erroneous patient results were generated in connection with the reported event.